Manufacturer narrative:
Manufacturer's investigation conclusion: the reported compression of the outflow graft could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use. A specific cause for the reported event could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , with no further events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h10: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The information reported under medwatch report #400300000-2024-00000012 and MFR #2916596-2025-00402 is supplemental information to this event.

Manufacturer narrative:
B1: corrected to both. D1: brand name corrected. D4: catalog and UDI number corrected. E1: reporter email was not available. H1: corrected back to serious injury. User facility report #3400300000-2024-00000012 was received 13jan2025. The information reported under medwatch report #3400300000-2024-00000012 and MFR #2916596-2025-00402 is supplemental information to this event. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this instructions for use (IFU), ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had evidence of an outflow graft compression on a chest computed tomography angiography (cta). The patient was taken to the operating room for the outflow graft revision.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b2: corrected. Section b3: corrected. Section b5: corrected. Section e4: corrected. Section g2: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through voluntary medwatch report that the patient was admitted on (B)(6) 2024 with low flow alarms and mild shortness of breath. Low flow alarms ceased with noted improvement in shortness of breath after 500 milliliters of intravenous fluids given. Lactate dehydrogenase (ldh) on admission was 353 units per liter (u/l) and ldh range was 260-400 u/l. Computed tomography scan was performed (B)(6) 2024 with noted long segment obstruction of the outflow graft tract with 70% narrowing that involved the majority of the bend relief. The patient was taken to surgery on (B)(6) 2024 and the bend relief was incised with immediate return of a significant amount of proteinaceous debris. An immediate improvement in flows was noted. On (B)(6) 2024 the patient's ldh was 247 u/l.